Event description:
Additional information received indicated the event was resolved by reprogramming the device.

Event description:
During follow-up, noise resulting in oversensing and automatic mode switch episodes were observed on the right ventricular (rv) lead. The physician alleged insulation damage, although it was not confirmed. The event was resolved by reprogramming the device. The patient was in stable condition and will be monitored.